Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device reverse locking mechanism was blocked, coupling on the tool side was not functioning, defective and the tool coupling and backstop was blocked. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w, check triggers for fwd / rev mode, check reverse locking mechanism, check attachment coupling with attachments, and check the attachment coupling. It was noted in the service order that the device had bad coupling with attachments and a forward switch that was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.